Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure the pacing lead exhibited high and undefined impedance. It was also reported that the lead body was scratched by the catheter needle resulting in insulation damage and the insulation separating from the surface of the lead. The lead was explanted and replaced. No patient complications have been reported as a result of this event.